Event description:
It was reported that the pt was having issues with telemetry. An ins overdischarge was suspected. It had been about two months since the pt last felt stimulation. The pt's recharger was also lost earlier that month. Two physician mode recharges were attempted without success. The pt was seen again in the clinic for another attempt at a physician mode recharge. Overdischarge of the device was confirmed. After four attempts, the device had an error message and a power on reset. The device was still not able to hold charge or communicate with the pt programmer. Additional information has been requested, but was not available on the date of this report.